Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. The patient is male, born in (B)(6), 175cm and 95kg (bmi 31). The patient underwent an initial right tha and a hip system from a competitor was implanted. As no medical records are available for this procedure, the exact date of initial implantation could not be established. However, medical documentation of later revision point out to a possible initial implantation in 1996. On (B)(6) 2016 the patient underwent a first revision surgery due to stem loosening and femoral osteolysis with anterior perforation. During this procedure, all the components from the competitor were replaced with zimmer biomet implants. Later, the patient suffered of increasing hip pain and x-ray examination showed a pin fracture of the distal revitan stem. Subsequently, the patient underwent a second revision on (B)(6) 2023. A total of (B)(4) undated radiographs were received and assessed. A single ap overview of the hip, allegedly taken after the first implantation, shows a bilateral tha. Three radiographs, allegedly taken before second revision surgery, show the stem reported in this complaint from three different angles. In the ap view, it is possible to see the pin fracture of the distal part and the consequential medial tilting of the proximal part. Two radiographs, allegedly taken after second revision surgery, were assessed but do not provide additional information to the investigation. Recent literature [1] suggests, that proximal position of the modular connection increases the mechanical stresses on the taper and thus increases the risk for stem fracture by fatigue. As seen on the provided pre-revision radiograph the modular connection of the revitan system is located slightly above the level of the lesser trochanter. If and to what extend this and/or other contributing factors related to the patient, such as bmi and medical history, might have led or contributed to the reported event remains unknown. [1] herold, falko, hubert nötzli, and henk eijer. "Short proximal components in modular revision stems carry a higher risk for stem fractures." Hip international 31, no. 3 (2021): 398-403. In conclusion, a fracture of the connection pin of the distal part can be confirmed. Nevertheless, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent revision of hip prosthesis due to increasing hip pain and femoral stem fracture, which was noted on radiographs. During the revision the shell was left intact and all other components were revised without complications. Cerclage wires were placed to stabilize the trochanteric osteotomy that was required to remove the fractured implants. The patient has since had no other issues, and pathology samples returned with no growth or indication of infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - germany. D10: associated products: item reference:01.00402.055, item name:revitanâ®, proximal part, cylindrical, uncemented, 55, taper 12/14, item lot:2865383; item reference: 00-8775-036-02, item name:bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14, item lot:2863941; item reference:6250-65-50, item name:bone screw 6,5mm 50mm, item lot:63333311; item reference:6250-65-50, item name:bone screw 6,5mm 50mm, item lot:63333311; item reference:6310-58-36, item name:trilogy liner 36mm, item lot:63336847; item reference: 6202-58-20, item name:trabecular metal multihole cup 58, item lot:63365724. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.